Event description:
It was reported that during implantation, the guidewire broke and a piece remained subcutaneously. At first we do not observe any damage, only that which the foreign body may cause at the subcutaneous level in the future. He required consultation with an interventional radiologist who performed ultrasound to locate the foreign body (part of the guidewire) and we also performed phlebography to confirm that it was not in the bloodstream. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.